Event description:
Pt undergoing synvisc injections for right knee pain. Injection #1 in 2009 lot w0825. Injection #2 a week later, lot w0825 with 80-90% reported improvement in ability to ambulate without pain. Injection #3 two weeks later, lot w0809. Three days later, pt reported right knee swelling and pain. Right knee slight warmth to touch with moderate effusion. Weight bearing uncomfortable. Md assessment: "she may have overdone it. Kneeling may have introduced some traumatic chondromalacia secondary to the swelling. She may be getting swelling secondary to wearing off of cortisone shot provided approximately 5 weeks ago. Dose or amount: one vial; frequency: every 1 week times; route: intra-articular. Dates of use: 2009. Diagnosis or reason for use: arthritis, right knee pain. Event abated after use stopped or dose reduced? Yes.